Event description:
A report was received that a patient's precision system was scheduled to be explanted due to a burning sensation at the pocket site. Upon examination, the physician determined that the ipg had eroded through the skin. The physician confirmed that there was no sign of infection. The patient was reportedly doing well following the explant procedure.